Event description:
I opened three different libre 3 continuous blood glucose monitor sensors. Each one had areas of discoloration (spots or areas, (eg. Green and gray/black areas, white spots). Each sensor box was intact and opened by me. All were obtained from walgreen's pharmacy. One box was obtained approximately one month ago. The other two boxes were obtained on the same day they were opened (jan. 23, 2024). Because I am a nurse, I suspected bacterial or fungal contamination and I did not apply the sensor to my body. I reported this to the manufacturer and the pharmacy that dispensed these sensors. I took pictures of each sensor with manufacturer label. I am a nurse and recognized these abnormalities. In my opinion, a consumer with no medical background would probably not have noticed this as they would not have seen the underside of sensor when applying it. I am pre-diabetic. I cannot measure my blood glucose because I have no sensors and will not buy any more because of this issue. Reference reports: mw5150721, mw5150723.